Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was the first device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Was the second device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)?

Event description:
It was reported that 2 units stayed blocked in closed position during sleeve procedure. The device has been exchanged to finish the procedure without patient complication reported

Manufacturer narrative:
(B)(4).batch # p56g1g. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60b cartridge reload was received partially fired and loaded in the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.